Event description:
The incident involved an intern iii system schenkel rechts. The reporter stated that the infusion systems leak at the filters from a running rate of approximately 150 ml/h onwards. This is not an isolated case. The problem has occurred repeatedly in the last few weeks. The defective filter means additional system changes, thus an additional manipulation of the central catheters. The leaking filters are an additional risk of infection ¿ especially in oncology. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used and one new device were received for testing on (B)(6) 2023. The used (B)(6) assembly was confirmed to have wetted out filter vents when returned for investigation. Subsequent leak testing confirmed leakage from both the inlet and outlet filter vents. The probable cause of the observed filter vent leaks is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The new (B)(6) assembly did not leak at any location along the fluid path.